Manufacturer narrative:
(B)(4). The sample was not available for evaluation and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a onelink bonded bore extension set experienced no flow. The customer reported that an 18 gauge was used on the patient and there was no flow, however, flow was restored when the extension set was changed. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.